Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the speaker malfunctions intermittently. The device was received by a field service engineer, who verified that there was no sound from the speaker. The device was in clinical use at time the issue was discovered. There was no adverse event or patient harm reported.